Event description:
It was reported that patient experienced diaphragmatic stimulation from the left ventricular lead (4193). The lead was capped and replaced. It was also reported that there was low impedance of 24 ohms on the right ventricular lead (4076). The lead remains in use. It was also reported that there was high impedance of over 34,000 ohms on the right atrial lead (5076). The lead was explanted and replaced. It was also reported that the device experienced a polarity switch and "out of range measurements." It had been previously reported that the device was replaced due to eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the device was explanted due to "out of range" impedance not eri.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the exact cause of the anomalous lead impedance reading is under investigation and addressed with a performance investigation. Battery depletion appeared to be normal.

Event description:
It was reported that patient experienced diaphragmatic stimulation from the left ventricular lead (4193). The lead was capped and replaced. It was also reported that there was low impedance of 24 ohms on the right ventricular lead (4076). The lead remains in use. (B)(4). The lead was explanted and replaced. It was also reported that the device experienced a polarity switch and "out of range measurements." It had been previously reported that the device was replaced due to eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.